Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor did not have an electrode. It was reported that the hospital had received a whole box of faulty sensors. It was reported that the sales rep would receive a return kit, and the hospital would be receiving replacement sensors. No further information provided.